Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a shoulder arthroscopy, the metallic tip of the probe unit detached and fell into the pt's articulation. The doctor managed to extract the tip from the shoulder. The procedure was completed successfully and no adverse consequences were reported.